Event description:
Information received indicates the bed goes into brake and steer, but the casters are ratcheting in brake.

Manufacturer narrative:
The technician was unable to adjust the casters further. The technician replaced the worn casters to repair the bed.